Event description:
Rptr is writing in regards to the drug synvisc. Rptr had a very bad reaction to it. Since that time rptr has been trying to find other people who had the same reactions. The drug co stated there has been only 2 people who have had reactions, this is a false statement, and rtpr can prove it. Rptr feels the FDA should be aware of all the people who are still suffering from being injected with synvisc. Rptr was a health professional for 26 yrs until that day. Rptr is not able to work or walk without a cane. The drs have told a lot of them they didn't know what happened or how to fix it. This drug is dangerous.

Event description:
Add'l info rec'd from MFR 4/19/02: in the absence of a lot number, a review of trend data from both synvisc mfg facilities did not identify any product trends which could potentially have been associated to a product complaint. In addition, analytical chemistry results also did not identify any trends. All synvisc lots released met spec limits and the data showed normal variability. The device reporting history indicates that no other reports of tarsal tunnel syndrome have been reported. In addition, "paresthesia" (which is defined as an abnormal sensation, such as burning, prickling, tickling or tingling) is a labeled event for the device. A review of the device safety reporting database indicates that none of the reports for "paresthesia" met the MDR reporting criteria.